Event description:
A pt service representative (psr) contacted zoll customer support while fitting a (B)(6) male pt to report code 107 and code 202. The pt was fit with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 107 - abnormal shutdowns / code 202 - pt parameters corrupt) has been confirmed. Upon eval, the backup battery was discharged. The cause of the code 107 and code 202 is premature removal of the battery pack during pt programming with a discharged backup battery. The cause of the discharged backup battery cannot be positively identified. This type of failure can only occur during pt setup. A pt will never be provided a monitor with a code 202 present. No adverse event resulted from the discharged backup battery. The pt was issued a replacement monitor.